Event description:
The device operated as expected as far as the site knew. It was working appropriately when the patient was last seen by the office and when they talked to the patient about labs.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of total battery depletion on the system controller, serial number (B)(6), was not confirmed. No log files of the reported event were available for review. A root cause for the reported event could not be determined off the information provided. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 10-12 hours, depending on your activity level. The heartmate ii patient handbook section 3 ¿powering the system¿ instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. The heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient was found deceased near their bed. The patient's sister stated that the batteries the patient was wearing were dead when they were found. It was reported that the patient's outcome was not device or therapy related/unknown. Device parameters were within normal limits for this patient. The device would not be explanted.